Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During a procedure with premature ventricular contraction and ventricular tachycardia, the patient experienced a cardiac perforation that resulted in an effusion that required a pericardiocentesis. The physician alleges that the perforation occurred about halfway through the procedure with the inquiry catheter at the right ventricle apex due to excess pressure. The pericardial effusion was noted when moving around the ice catheter when the tactiflex catheter was in the left ventricle. The patient was stable, so the tactiflex catheter was then moved to the right ventricle for solidifying lesions before performing the pericardiocentesis. The procedure was able to be completed, and the patient remained stable. There are no alleged performance issues with any devices.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.